Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for false positive cpo failures when using phoenix panel nmic-306 (449292) batch number unknown. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Based on the overall investigation performed, this complaint is unable to be confirmed for a panel issue. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Per baltrmphxidastaph rev 10 version h, ID 9.0-9.13, indicates the potential risk of false positive esbl, imlsb, beta lactamase and cpo including ambler classification as an s3. H3 other text : see h.10.

Event description:
It was reported that while using bd panel phoenix nmic-306 2 false positive results were obtained by the laboratory personnel. A state lab test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "§ customer problem: customer reports discrepancy in cpo detection of 2 isolates of providencia stuartii with the use of the nmic 306 panels. "

Event description:
It was reported that while using bd panel phoenix nmic-306 2 false positive results were obtained by the laboratory personnel. A state lab test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "§ customer problem: customer reports discrepancy in cpo detection of 2 isolates of providencia stuartii with the use of the nmic 306 panels."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.